Event description:
Boston scientific crm received info that the pt with this device expired. There was concern that the battery had depleted more rapidly than expected. During a previous visit two months earlier, it was noted the battery status was low; replacement was intended. While the pt was in the morgue, this device was interrogated. Difficulty was encountered interrogating the device. Interrogation revealed battery status indicating beginning of life. In addition, the electrogram did not reveal pacing markers. This device had been programmed to high outputs; 100% ventricular pacing and had exceeded nominal longevity expectations for this device.

Manufacturer narrative:
Not returned. The pt with this device expired; the device was removed and will be returned for analysis. When the analysis has been completed, this event will be updated.